Event description:
The customer complained that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros eci immunodiagnostic system. Patient result: 0.060 ng/ml vs expected result <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros tropi es result was reported outside of the laboratory, however; a corrected report was issued and there is no allegation of harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample on a vitros eci immunodiagnostic system. The definitive assignable cause could not be determined; however, the investigation was unable to rule out pre-analytical sample handling as possible contributing factor. The investigation found no evidence to suggest an analyzer malfunction or a reagent issue as possible contributing factors.